Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit failed to power on and remained on blank display. After cutting unit open to perform deconstructive analysis, unplugged external battery connector was noted. Proceeded to plug connector back in. After properly plugging in external battery connector, unit powered on properly after properly installation. Unit was then downloaded successfully using thus software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 18.0 received the lowbatteryalert (104) on (B)(6) 2025 10:35:00 after more than 7 days at 7.65 days. Battery cycle 17.0 received the lowbatteryalert (104) on (B)(6) 2025 12:09:00 faster than expected at 6.75 days. Battery cycle 15.0 received the lowbatteryalert (104) on (B)(6) 2025 19:47:00 after more than 7 days at 8.38 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with frozen screen were not confirmed when unit remained on blank display instead. Customer allegations of blank display were confirmed. After properly plugging in loose connectors causing blank display, customer allegations of battery power loss and failed battery test were confirmed when the baat tool concluded customer experienced an unexpected power loss of less than 7 days per the pump history records. Blank display was caused by loose external battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-1886 will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 3. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related the pump alerted to change the battery. Customer also reported that the pump was not accepting battery, and display was blank and frozen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer confirmed that the frozen display reoccurred after installing new battery. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.